Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke and pieces remain missing. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
Visual inspection confirms that both devices are fractured. The top tibial articular surface provisional (tasp) is fractured proximal to the medial edge of the central post. The bottom tasp has the central post cleanly fractured from the device and a missing piece that was not returned. The reported issue has been investigated and a device history record review is not required. The device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice, and both devices were manufactured before the design modification and were part of the re-design scope. Based upon the information provided, the root cause can be said to be a previously addressed design issue in both instances.